Event description:
It was reported to stryker medical that the mattress surface has degraded and fluid intrusion is reported. No pt involvement or adverse consequences were reported. Please note that this per has been raised with product (B)(4) for reporting purposes only. The per will be updated as soon as we have confirmation of the actual product codes that are affected.

Manufacturer narrative:
Additional manufacturer narrative. The reporter stated there are (B)(4) mattresses, however they did not have the models and serial numbers of the 13 associated stretchers. Upon receipt of additional information a follow-up report will be submitted, or, if necessary, additional medwatches.